Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that the catheter was undersensing during use, which led to spike on t wave and the patient experienced ventricular fibrillation (vf). The customer suspected that it was caused by the pacemaker, but returned the product with a request for evaluation. There were no other patient complications reported. Patient demographic was requested but unavailable.

Manufacturer narrative:
Our product evaluation lab received one pacing catheter with 1.3cc syringe. The customer report of pacing issue was unable to be confirmed. No visible damage or abnormality was observed from catheter body, balloon, windings and returned syringe. Continuity testing was performed on the distal and proximal circuits and there were no open, intermittent, or short conditions observed. The balloon inflated clear and concentric with 1.3 cc air and the balloon remained inflated for 5 minutes without leakage. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Based on the investigation, the complaint for pacing difficulty was unable to be confirmed through product evaluation since the unit was returned for evaluation, and no defect was found; therefore a product non-conformance or device failure could not be confirmed. The complaint does not meet pra escalation triggers and a corrective action is not required at this time. The lot number was not provided thus a device history record was not reviewed. As part of the catheter manufacturing process, 100% of the units go through an electrical continuity inspection, and continuity testing.